Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, the unit error was cleared by resetting the flow/bubble detection. Complete functional testing with interventions were performed on the unit and found to be acceptable. Additionally, the perfusionist also tested and checked the machine and found the machine to be acceptable. Therefore, the unit was placed back into service. (B)(4).

Event description:
On (B)(6) 2012, rotaflow with serial number (B)(4) at (B)(6) hospital, had a bubble detector issue. Once the bubble detector went off, the pump stopped on the rotaflow. The staff that was watching the unit initiated hand cranking. A replacement unit was obtained and flow was re-established. An on-call perfusionist evaluated the machine and determined the apparent problem was reproducible when the black cover was pressed down firmly. On (B)(6) 2012, the food and drug administration (FDA) received correspondence from the aforementioned above hospital regarding this event. The information was assigned voluntary report no: mw5026890. The FDA notified maquet of voluntary report no: mw5026890. On 11/12/2012, maquet responded to the FDA questionnaire letter regarding the associated voluntary report no: mw5026890. (B)(4).